Manufacturer narrative:
An event of atrioventricular (av) block and pacemaker implantation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received the cause of the reported event could not be conclusively determined. Heart block is a possible outcome of the procedure per the navitor tavi instructions for use, arten600237057 revision b. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted using a large flexnav delivery system. Post-procedure, the patient maintained the temporary pacemaker due to atrioventricular (av) block. Initially, normal qrs complex was observed and no further intervention was required. However, on (B)(6) 2023, third-degree atrioventricular block (avb iii) was observed and a single-chamber pacemaker was implanted. The patient was reported to be in stable condition.